Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4). Bwi concomitant products used: product name: carto 3 system, us catalog #: fg540000j. Product name: soundstar 3d diagnostic ultrasound catheter, us catalog #: sndstr10. Product name: pentaray nav high-density mapping eco catheter, us catalog #: d128211. Product name: lasso nav eco catheter, us catalog #: d134901. Product name: mobicath bi-directional guiding sheath, us catalog #: d140010. (B)(4).

Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and after initial ablation, planned pacing was conducted with isoproterenol administration to confirm a successful isolation of the pulmonary vein. However, atrial fibrillation and atrial tachycardia reoccurred. Therefore, further ablation was performed in the roof mitral line but it was not terminated since patient suffered cardiac tamponade requiring pericardial drainage. The patient's medical history is unknown. The patient was reported to be fully recovered at the time bwi followed-up. The physician's opinion regarding the cause of this adverse event is that this might be procedure related because he contacted the tip of the catheter strongly when ablating at mitral line. Ablation during the event was performed between 20 to 30 watts for 30 seconds; also, a mobicath sheath was used.